Manufacturer narrative:
Investigation is not complete. Section e2: no info was provided; therefore, the box was left blank. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device door roller and door roller pin were broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.